Event description:
Pt with long history of bovine collagen injections experienced symptoms of hypersensitivity 2 days after most recent treatment. Physician intervened with topical cortisone, and im and il kenalog with mixed results.